Event description:
A hospital in (B)(6) reported that the side tip of two rt202 breathing circuits was cut. The damage to the breathing circuits was found prior to patient use. Update: upon follow-up with the customer, it was clarified that only a single device was affected. In addition, the complaint device was an mr290 autofill humidification chamber, not an rt202 breathing circuit. (The mr290 chamber was provided with the rt202 breathing circuit.)

Manufacturer narrative:
(B)(4). The complaint breathing circuits are currently en route from (B)(4) to fisher & paykel healthcare ((B)(4)). We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the side tip of two rt202 breathing circuits was cut. The damage to the breathing circuits was found prior to patient use.

Manufacturer narrative:
(B)(4). The customer originally reported a fault with two rt202 breathing circuits, however it was later determined that the affected device was a single mr290 humidification chamber which was supplied with the rt202 breathing circuit. The device information has been updated accordingly and the investigation data below relates only to the faulty humidification chamber. Method: the returned complaint device was visually inspected for damage. Results: the feedset tube was completely broken through near the waterbag spike. The surface of the break is rough. A lot check revealed no other complaints of this nature for lot number 100216. Conclusion: the surface of the break is rough, suggesting that the tubing was broken by stretching or pulling rather than cutting. All mr290 chambers are pressure tested for leaks before they leave the production line. This suggests that the feed set tubing was split post-production. It is unclear whether the tubing may have sustained damage prior to force being applied to the tubing. Any previously sustained damage would have made the tubing more susceptible to breaking if the tubing was pulled. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our monitoring and trending of leaking (damaged) mr290 feed set tubing has a rate of occurrence of (B)(4).